Event description:
Knees were both bigger and she couldn¿t get out of bed [bedridden], knees were swollen and painful, but she was able to get up and go to work (right knee), [injection site joint swelling] ([condition aggravated]), knee were swollen and painful, but she was able to get up and go to work (right knee), [injection site joint pain] ([condition aggravated], [lack of drug effect]), removed effusion from right knee [injection site joint effusion], and off label use [off label use]. Case narrative: this case is linked to case (B)(4) (same patient). Initial information received from united states on 31-jul-2020 regarding an unsolicited valid serious case received from a patient via call center. This case involves a 70 years old female patient whose knees were both bigger and she couldn't get out of bed, knees were swollen and painful, but she was able to get up and go to work (right knee), off label use, removed effusion from right knee, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included not severe oa, it was not bone on bone and states the patient generally did not have pain every day and did not walk with a cane every day. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started taking first injection of series of 3 hylan g-f 20, sodium hyaluronate, formulation injection, strength 16mg/2ml, dose 16 mg once via intra-articular route (with an unknown batch number) in right knee for oa (osteoarthritis). Reportedly, there was off label use. On the next day on (B)(6) 2020, 1 day after first injection the patient woke up in the morning and her knee was swollen and painful, but she was able to get up and go to work. On (B)(6) 2020, 2 days after injection, the patient woke up the following day, and her knees were both bigger and she couldn't get out of bed. This event was leading to disability. The patient called her doctor and heard from her doctor 2 days later and he told her to take ibuprofen and acetaminophen and come to the office the next day. When she did, he removed effusion from both knees. Reportedly, the doctor did not remove any effusion prior to administration, when she asked, he said there wasn't any. The patient reported that this experience was the most pain she had ever had, and the injections made her worse than she was before. She can walk around now, but her knees were still painful. The patient did not take the other 2 hylan g-f 20, sodium hyaluronate injections. Action taken: not applicable for off label use; drug withdrawn for all events. The patient was treated with naproxen sodium (arthritis aleve), ibuprofen and acetaminophen for injection site joint pain and injection site joint swelling (knees were swollen and painful, but she was able to get up and go to work (right knee); removed effusion for injection site joint effusion; not reported for rest of the events. The patient outcome is reported as recovered for knees were both bigger and she couldn't get out of bed; not recovered for knee were swollen and painful, but she was able to get up and go to work (right knee); not applicable for off label use; unknown for rest all events. A product technical complaint (ptc) was initiated 31-jul-2020 for synvisc with unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non conformances report) process. Adverse event reports with or without lot numbers will be continuously monitored and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA is required. Investigation completion date: 18-aug-2020. Follow up information received on 31-jul-2020 from healthcare professional. Global ptc number was added. Additional information was received on 18-aug-2020 from healthcare professional. Ptc results were added. Text amended accordingly.

Event description:
Knees were both bigger and she couldn¿t get out of bed [bedridden]. Knees were swollen and painful, but she was able to get up and go to work (right knee) [injection site joint swelling] ([condition aggravated]). Knee were swollen and painful, but she was able to get up and go to work (right knee) [injection site joint pain] ([therapeutic response decreased]). Removed effusion from right knee [injection site joint effusion]. Off label use [off label use]. Case narrative: this case is linked to case (B)(4). Initial information received on 31-jul-2020 regarding an unsolicited valid serious case received from a patient via call center. This case involves a (B)(6) years old female patient whose knees were both bigger and she couldn't get out of bed, knees were swollen and painful, but she was able to get up and go to work (right knee), off label use, removed effusion from right knee, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included not severe oa, it was not bone on bone and states the patient generally did not have pain every day and did not walk with a cane every day. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started taking first injection of series of 3 hylan g-f 20, sodium hyaluronate, formulation injection, strength 16mg/2ml, dose 16 mg once via intra-articular route (with an unknown batch number) in right knee for oa (osteoarthritis). Reportedly, there was off label use. On the next day on (B)(6) 2020, 1 day after first injection the patient woke up in the morning and her knee was swollen and painful, but she was able to get up and go to work. On (B)(6) 2020, 2 days after injection, the patient woke up the following day, and her knees were both bigger and she couldn't get out of bed. This event was leading to disability. The patient called her doctor and heard from her doctor 2 days later and he told her to take ibuprofen and acetaminophen and come to the office the next day. When she did, he removed effusion from both knees. Reportedly, the doctor did not remove any effusion prior to administration, when she asked, he said there wasn't any. The patient reported that this experience was the most pain she had ever had, and the injections made her worse than she was before. She can walk around now, but her knees were still painful. The patient did not take the other 2 synvisc injections. Action taken: not applicable for off label use; drug withdrawn for all events. The patient was treated with naproxen sodium (arthritis aleve), ibuprofen and acetaminophen for injection site joint pain and injection site joint swelling (knees were swollen and painful, but she was able to get up and go to work (right knee); removed effusion for injection site joint effusion; not reported for rest of the events the patient outcome is reported as recovered for knees were both bigger and she couldn't get out of bed; not recovered for knee were swollen and painful, but she was able to get up and go to work (right knee); not applicable for off label use; unknown for rest all events. A product technical complaint was initiated and results were pending for the same.